Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Root cause description: although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause.

Event description:
It was reported that leakage occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter ((B)(6) translation), "during the needle retraction, it's noticed that safety shield activation but blood is still taken out to the needle tip protection device. The indwelling needle that has been placed in the patient's body is normally used, and the follow-up patient is transferred to the hospital and cannot continue tracking. Whether the indwelling needle leakage at septum."